Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained fluid with white appearance. No foreign material was observed within the device or on the shell surface. The device appeared clean and intact upon visual examination. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the white material observed. There is no evidence that the issue is related with manufacturing. Because the risk of device deflation cannot be eliminated, mentor addresses this risk in the product insert data sheet (pids) by stating that these devices should not be considered lifetime devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast reconstruction with a mentor cpx 4 breast tissue expander with suture tabs 550cc and experienced deflation. The side the deflation occurred on is unknown. As a result, the patient underwent removal and replacement with a mentor memorygel breast implant, catalog number 3505590bc, serial number (B)(4), lot number 7627323 on (B)(6) 2018.